Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the base and support clip did not engage, making it impossible to secure the lead. It is possible that excessive force was applied to one side when tightening the base, but the exact cause is unknown. The method of attaching the clip was checked, but no particular issues were found. The problem was resolved at the time of this report. No patient complications were reported as a result of this event.